Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received an accurate fill estimate after loading a cartridge with 480 units of insulin; however, the insulin gauge remained static after several hours. There was no impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support.